Event description:
A rigid cystoscope was introduced into the bladder and a dual lumen catheter was used to advance two wires into the kidney and then gently passed over the wires into the ureter to dilate the ureter. The balloon catheter was then removed. Upon removal of the dual lumen catheter, it appeared as there was a small barb at the tip of the catheter which had a traumatic feel to it as opposed to the normal smooth contour. At this point, I passed a ureteral access sheath over the working wire and then through the ureteral access sheath I placed flexible ureteroscope. Upon arriving at the proximal ureter about 2 cm proximal to the tip of the ureteral access sheath, I did notice a small ureteral perforation. I then pulled the ureteroscope out and over the safety wire placed a 6 french 26 cm double j stent.